Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that their sensors were calibrating incorrectly and the device alarmed calibration error. Customer states that the sensors would inform them that their blood glucose levels were high or low inaccurately. Customer's blood glucose level was 105 mg/dl at time of reporting.